Event description:
It was reported that r-wave measurement are lower than at implant and the lead integrity alert (lia) tripped. Attempt at reproducing short interval was not successful and markers prior to electrogram (egm) shows short interval but cannot determine without egm. It was also reported that the patient felt something in the shoulder area while pouring coffee. It was further reported that a chest x-ray was performed and showed no abnormalities. It was later reported that during device interrogation there were a high number of short interval counts (sic) noted. The patient will continue to be monitored. The device and ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.